Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of aseqf029 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the sub port needle locking mechanism failing to engage on the needle during training. Device was not used on a patient. No other information was provided.